Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit does not charge the battery. Based on the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
The international service engineer confirmed the device battery had failed during the telephone diagnosis. The international service engineer replaced the assy battery li-ion to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.